Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - on (B)(6) 2016 the patient visited the emergency room and dislodgement with signs of inflammation was detected. Consultation of cardiologist was recommended. This is all of the information that was provided. No dates were provided and all available information suggests this device remains implanted.

Manufacturer narrative:
The device was received and analyzed. The memory content of the device was inspected, showing a normal device function while implanted and in service.